Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the endoscopic image does not appear during preparation for use and before the patient was in the procedure room. The event involved an olympus ultrasonic bronchofibervideoscope. There was no patient injury reported.